Manufacturer narrative:
Review of procedure files and imaging show the capsulotomy starts on frame 3 as expected and completed through on frame 6. There is nothing noteworthy on this case. System functioned as designed. No further clinical follow-up required.

Event description:
On (B)(6) 2026, doctor ((B)(6)) reported to cas that they experienced an anterior capsule run out at the base of the toric nub during procedure ID # (B)(6).